Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 35. Customer's blood glucose was 202 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 found in the formatted history file due to force sensor zero off set out of specification. Unable to perform the functional tests including the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with minor scratches on the display window and case.